Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implant procedure, the device was interrogated and it was noted to have a gray battery longevity status bar. The device was not used and there was no patient involvement.